Event description:
It was reported that during a sleeve gastrectomy procedure, the device broke. Another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.